Event description:
Acct. Reports "several" incidents of leaking at the y-site furthered from the pt. During infusion of fluids. States there was no medical intervention needed to prevent serious injury to the pt., they just changed the lines. She states that the nurses are "very" frustrated.